Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the ok symbol was worn but the keypad was intact. Evaluation revealed that the contrast button was intermittently unresponsive and all of the other buttons responded appropriately. There was evidence of contamination under the down and contrast key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The patient denied damage to the keypad and noted wear to the symbols. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.